Event description:
It was reported that this right ventricular (rv) lead exhibited a high out-of-range pacing impedance measurement of greater than 3000 ohms resulting in a lead safety switch (lss) to unipolar pacing. The patient was called in for an urgent in-office follow-up. High rv pacing impedance was confirmed, and high amplitude irregular noise could be reproduced manipulating near the device. The lead was reprogrammed from bipolar to unipolar configuration. Rv pacing is less than 1 percent, and since the patient is not pacing-dependent, the physician decided to not perform invasive actions and will keep the device programmed to unipolar configuration as it shows good parameters. The patient will continue to be monitored via the latitude remote patient monitoring system. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.